Event description:
It was reported that the attachment device was not spinning. It was not reported that this event occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries or medical intervention. The exact date of the event was unknown. However, it was stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and tear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.